Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported implant separation was not confirmed; however the catheter shaft was found to be separated. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4)

Event description:
It was reported that the procedure was to treat a 90% stenosis in the mid circumflex artery with heavy calcification and heavy tortuosity. The implant broke into 2 pieces. No additional information was provided. Return device analysis revealed the proximal shaft was separated.